Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise resulted in pacing inhibition, which was stored as non-sustained right ventricular oversensing (nsrvo) episode. Lead revision was discussed, no changes or interventions were reported. There were no patient consequences.